Event description:
It was reported that the implant lost integration and was removed. Patient returned for follow up in pain and implant migration. The procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.